Manufacturer narrative:
H3: the software investigation found that the misplacement was unrelated to a software issue. The software functioned as designed. H6: fdm b01, fdr c19, and fdc d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the catheter was misplaced at the first insertion with a competitor system. The trajectory was planned in the competitor system software. It was indicated that it was difficult to answer as to why the trajectory deviated from the plan. It was most likely that the competitor system holder moved during the drilling, or the head position moved with the head clamp. The catheter was placed inaccurately. The target error was too high to start the ablation procedure. New trajectory was chosen at the opposite hemisphere. According to the team post-surgery, the patient had no issues after waking up from anesthesia. A second unnecessary incision and drill hole in the bone was done at the other hemisphere (incision left and right.) There was a reported delay to the procedure of more than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: m016445c001, version: 3.4, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.